Manufacturer narrative:
(B)(4). The evaluation has begun but has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An actual sample was returned for evaluation. A visual inspection was performed via the naked eye and microscope, a damaged tubing noted with the patient line. A leak test was performed with a leak noted from the damaged in the tubing of the patient line. A clamp function test and clear passage test were performed with no issues noted. A simulated therapy was performed with the device after the damaged tubing was replaced with no issues noted. The reported problem was identified during evaluation and the cause was determine to be a manufacturing issue. A CAPA was referenced for this event. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a hole was observed in the patient line of the cassette. The event was reported during use on the homechoice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.